Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff family in united states on 24-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. The insertion procedure was done under general anesthesia. A d&c (dilation and curettage) was also done to remove redundant tissue close to the right tube ostium, all of which was done under general anesthesia. The plaintiff was told that she would experience short term spotting, and mild cramps. Instead she had heavy bleeding and severe pain. As a result, she had another surgery to remove the essure coils, and opted for a tubal ligation to be performed at the same time. On (B)(6) plaintiff underwent a hysterosalpingogram catheter introduction to check on the devices. The radiology report stated that the left essure coils device was in its proper place and occluded but right-sided essure coil device was not located within the fallopian tube. A second device was noted in the left pelvis and may have migrated into the peritoneal cavity. The facts and circumstance of the claim were discovered on after the radiology follow up study performed on (B)(6) 2013. As a direct and proximate result of the defectiveness of the essure coil plaintiff suffered hemorrhage, headache, menstrual irregularities, fatigue, weight fluctuations, extreme stomach pain, ioss of sexual desire, and depression. As the direct and proximate result of the negligence of the above-named defendants, and each of them, plaintiff was hurt and injured in her health, in strength and activity, sustaining injuries to her body and shock and injuries at her nervous system and person which injuries have caused and continue to cause plaintiff great mental, physical, and nervous pain and suffering. Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe pain and heavy bleeding/hemorrhage after essure (fallopian tube occlusion insert) insertion. Her hysterosalpingogram revealed her right sided essure coil was not located within fallopian tube (coil noted in left pelvis and may have migrated into the peritoneal cavity). She was submitted to a surgery to remove essure coils. All reported events were considered serious due to medical importance and are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during device insertion. Also, abnormal genital bleeding and pelvic pain may occur with essure. In this particular case, the events were reported within 3 months of essure insertion. Given this positive temporal relationship and events nature; causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4).